Manufacturer narrative:
The date received by manufacturer has been used for this field. FDA notified yes: the initial reporter also notified the FDA on (date) via medwatch # (B)(4). There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed in sections and the (B)(4) FDA registration number has been used for the manufacture report number. Results: a sample was not returned for evaluation. A review of the device history record could not be performed as a lot number was not provided for this incident. In the event that new, changed, or corrected information is obtained, a supplemental report will be filed. Conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode.

Event description:
It was reported that after an rn administered insulin to a patient using an unspecified bd¿ syringe needle, the nurse advanced the safety cover. However, upon placing the needle in the sharps container the needle safety cover was not fully clicked which resulted in a needle stick. There was no report of medical intervention.